Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified; flat creases and curved opening. The leak test and microscopic analysis were performed which identified: a curved sharp opening on the valve bond edge assessed as unidentified(tear) opening. No shell thickness due to opening is under plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening assessed as unidentified(tear) opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.